Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on the cartridge chemistry (cc) sample probe and tightening the sample probe syringe, no further leaks or instrument errors were observed.

Event description:
On (B)(6) 2015, the customer reported dat (drugs of abuse test) chemistries failing calibration on unicel dxc 800 pro synchron system. Upon troubleshooting, the customer discovered a contained leak from the cartridge chemistry (cc) sample probe. The operator was wearing personal protective equipment and no injury or exposure was reported. On (B)(6) 2015, the customer contacted beckman coulter stating 5 dat patient samples were suspected to erroneously/falsely recover negative during the event on (B)(6) 2015. The customer repeated the patient samples and stated 1 out of the 5 suspected samples is erroneous recovering positive. The customer did not provide instrument printout data and the alleged erroneous results could not be confirmed, the dat chemistry and patient demographics are unknown. The customer stated the alleged erroneous patient result was reported outside of the laboratory, impact to patient treatment is unknown.